Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 22.5 mmol/l (405 mg/dl) while wearing the pod between 4 and 24 hours. Upon realization of high bgs, the pod was removed from the infusion site (hip/buttocks), and it was observed that the pod's cannula was bent. As treatment, a new pod was applied, and a bolus was delivered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Crack was observed on the top housing of the pod. The timing and cause of the damage could not be determined when this crack occurred.